Event description:
It was reported that the patient presented in the ER after receiving multiple shock due to noise. Externalized conductors near the rv coil were seen under fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.